Event description:
Additional information reported that perioperative antibiotics were administered to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was being explanted at the time of report ¿likely due to infection.¿ it was noted the physician was considering removing the ins ¿and leaving the extensions and lead implanted.¿ no further information was available at the time of report. Information has been requested regarding the patient¿s outcome. A supplemental report will be filed if additional information is received.